Event description:
It was reported that during a procedure to treat paroxysmal atrial fibrillation, a farawave 31 mm was selected for use. While deployed in flower in the left superior pulmonary vein (lspv), the physician retracted the guidewire back into the catheter to the point where the tip of the guidewire was just inside the catheter tip. When he attempted to access the left inferior pulmonary vein (lipv), the guidewire became stuck in the catheter and would not retract or advance. The catheter was undeployed and removed from the body. They replaced them with a new farawave catheter and guidewire. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.